Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The event was confirmed; the tip of the graft cover was frayed. The root cause of the event could not be conclusively determined as the event occurred in vivo. However, as there was no gap or deformities noted prior to inserting into the patient, the patient¿s anatomy may have contributed to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. It was reported that the physician attempted to insert the delivery system percutaneous in the patient's right femoral artery. The physician was unable to pass the delivery system through the skin to the artery. The location where the graft cover meets the taper tip has a step down and was slightly frayed. The physician stated the cause of the event is unknown. The physician completed the case with another endurant limb of the same size. No clinical sequelae were reported and the patient is fine.